Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.4, h.6 and h.10. Correctedinformation is provided in d.10 and h.3.updated investigation: one set of blood bags with the filter from the collection set wasreturned for evaluation.the leukoreduction filter was tested for flow rate and air leaks. A swift flow rate of 84ml/minwasnoted, and it was confirmed there were no air leaks.the filter was disassembled to observe the appearance of filter membranes and noticed creasesinthe filter membranes of the filter. The creases in the filter were not different from those inconforming products and in the filter membranes and aggregation was observed in the first andsecond filter membranes.updated root cause: based on the available information, it cannot be ruled out that thehigher-than- expected wbc content in the whole blood product could be due to an occlusion,wenoticed that the third through sixth filter membranes from the inflow side of the filter werelocallydyed dark with toluidine blue. The investigation showed first and second aggregation on any ofthe filter membranes. Therefore, occlusion may have occurred, and blood may have beenfilteredby the filter area which was smaller than usual and the linear speed (flow rate per unit area)increased, and then leukocyte leakage occurred. As an increase of wbc contaminationcomplaintswere noted from previous lot numbers, further investigation was performed. Investigationresultsindicated that the cause of higher-than-expected wbc content in the whole blood productwasdue to the maximum pore size of the filter membrane is likely to increase according to thecombination of multiple parameters in manufacture of leukoreduction filter membranes andwbccontamination is likely to occur frequently in the product lots of which the maximum pore sizeofthe filter membrane has increased. The instructions for use provide a caution to not squeeze orapply pressure to the filter while it is attached to the bag containing the filtered blood and alsotoclamp the blood-filled tubing before blood enters the filter in order to avoid leukocyte leakage.

Manufacturer narrative:
Investigation: the whole blood collection set was not available for return for evaluation. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. Shipping testing was performed on the reserve samples from the reported lot number. The reserve samples were also visually examined, and the solution volume and solution composition were tested with no abnormalities noted. All product conformed to the established specification. Root cause: based on the available information, an increase of wbc contamination complaints were noted from previous lot numbers. The investigation results indicated that the cause of higher-than-expected wbc content in the whole blood product was due to the maximum pore size of the filter membrane and is likely to increase according to the combination of multiple parameters in manufacture of leuko reduction filter membranes. The wbc contamination is likely to occur frequently in the product lots of which the maximum pore size of the filter membrane has increased. The instructions for use provide a caution to not squeeze or apply pressure to the filter while it is attached to the bag containing the filtered blood in order to avoid leukocyte leakage. Corrective action: an internal CAPA has been initiated to review the maximum pore size of the filter membrane and the likelihood of an increase according to the combination of the multiple parameters. In addition, the wbc contamination is likely to occur frequently in the product lots of which the maximum pore size of the filter membrane has increased. To achieve a resolution, manufacturing specifications were updated to narrow the range of the parameters in the manufacture of filter membranes and it was confirmed that the appropriate level of the maximum pore size of the filter membrane was achieved.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The whole blood collection set is not available for return because it was discarded by the customer.